Event description:
The user facility reported that during a diagnostic procedure for a thoracic mass, one pass with a biopsy needle was successfully completed, but on the second attempt, dark spots appeared on the video image which blocked the view. The procedure was aborted and the patient subsequently underwent medial stenoscopy procedure. Olympus has contacted the facility via telephone and in writing to gather additional information regarding this report, however, no significant additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed what appeared to be particles in the view, and a darkened image. The cause of this phenomenon was determined to be due to multiple broken light-guide fibers. The investigation also identified a large tear on biopsy channel wall at the distal end of the bronchoscope. Corrosion was present inside the control body grip area, which may have caused the light guide fiber bundle to stiffen and break. Based upon the results of this investigation, it appears that the users may have perforated the biopsy channel, resulting in one or more leaks which damaged the device and resulted in the reported event. This report is being filed as an MDR, in an abundance of caution.